Event description:
Tech alleged that when the brake was applied to foot brake casters would swivel. No pt impact.

Manufacturer narrative:
The tech replaced the foot brake casters to resolve the issue.